Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the image did not display due to a faulty circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a diagnostic laryngoscopy, the high-definition liquid crystal display (lcd) monitor presented no image. The intended procedure was completed with a non-olympus monitor. There was a surgical delay of five (5) minutes. No other devices were replaced during the procedure and no other devices were involved in the event. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. No image was due to a faulty printed-circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.